Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with body fluids. An x-ray examination of the lead found the inner coil was overtorqued inside the connector region consistent with procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and overtorque of the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead helix failed to extend. The atrial lead was not used and replaced. The patient was in stable condition.